Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient was unable to confirm when the power issue with the subject meter started. The patient informed the cca that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen due to the meter issue. However, the patient reported developing symptom of ¿a lot of thirst¿ on an unspecified date after the alleged meter issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that subject meter would not power on manually with a button press or when a test strip was inserted. It is not known when the patient last charged the subject meter. The cca noted that the patient did not have the usb/wall charger in attempts to charge the subject meter at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.